Event description:
This pi is for revision 2 of 2. Update on 6th jun 2022: "aseptic loosening & dislocation" 2-year stanmore limb salvage registry report indicates that 2 proximal femurs were revised. Additionally noted: "same patient in both cases, repeated dislocations."

Manufacturer narrative:
Reported event: an event regarding aseptic loosening and dislocation involving an unknown trident constrained acetabular insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot/batch information was not provided. Complaint history review: could not be performed as lot/batch information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.